Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the sensor needle cap went loose before inserting and after insertion, the electrode was bent. Blood glucose value was 9 mmol/l. The sensor would be replaced and returned for analysis.

Manufacturer narrative:
A complete analysis of 1 opened and used enlite sensor found the sensor cannula was bent. Inspected the insertion needle for burrs, hooks and dull needle tip defects none were found, the introducer needle passed per specifications. Unable to confirm if the customer received the sensor in said condition due to the customer returned opened and used.